Event description:
It was reported that a spectrum pump had door latching issues. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "door latching issues." The evaluation experienced door not fully latched messages caused by loose link screws. The screws were replaced to correct this condition.